Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An angio-seal sts plus was successfully deployed. Two months later a 6f angio-seal device was deployed in the same artery with the puncture site being proximal to the previous puncture site. On a later day the anchor of the second angio-seal was found in the artery caught with the remaining anchor of the first angio-seal and caused narrowing and obstruction of the artery. The patient was sent to surgery where the remaining anchors were removed. The retrieved anchor was confirmed by pathological examination to be granulomatous instead of thrombotic. The patient recovered postoperatively.